Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that the vasoview hemopro 2 intermittently had energy to the jaws. The hemopro cautery incompletely sealed the branches. It would beep, stop beeping, and then start cautery again. The extension cable was replaced and that fixed the problem. The harvester needed to bridge/skip incision to complete the procedure. They opened a new kit to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise#:(B)(4). Updated sections: b4, g4, g7, h2, h6, h10, h11. Corrected sections: d10 corrected from "no" to "yes". H3--device evaluated by mfg? Corrected from "no" to "yes". H6--type of investigation-- corrected from code "4115" to codes "10, 4105", investigation findings corrected from codes "3221 and 3233" to codes" 213 and 13", component codes corrected from code "4115" to codes "1028 and 423", investigation . The device was returned to the factory for evaluation on 03/27/2023. An investigation was conducted on 04/05/2023. A visual inspection was conducted. The harvesting device was returned inside the cannula. Signs of clinical use and evidence of blood was observed on the harvesting device and cannula handles. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the cannula or the intact c-ring. Charred material was observed on the heater wire. There were no visual defects observed on the heater wire. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the cold jaw, exposing the metal cold jaw. The detached silicone insulation was returned for evaluation. The clear silicone insulation on the hot jaw was observed to be intact with no visual defect observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Final testing was not conducted due to the peeled cold jaw insulation. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed, however the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000291646 history record review was completed. There were one (01) ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.